Event description:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the exhaust tubing of cylinder 1. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing and on the exhaust tubing of cylinder 2, and on the reservoir inlet tubing. No functional abnormalities were noted with any of the returned components. The information received indicated a malfunction that was not clear at time of surgery but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction. Device removed and replaced.